Event description:
Device 4 of 4. Reference MFR report #s 1627487-2013-00326, 00327 and 00328. The pt ((B)(6)) is implanted with four percutaneous leads from different lots in the lumbar region for peripheral nerve therapy treatment (off-label). It was reported the pt is no longer receiving stimulation despite having the amplitude at the maximum level. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.